Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 166-194 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.